Event description:
It was reported that during a therapy upgrade procedure, this right ventricular lead was partially capped and abandoned due to insulation and lead damage. Upon attempting the lead extraction, the lead was fractured in half. A new right ventricular lead was then successfully implanted. No additional adverse patient effects were reported.

Event description:
During the upgrade procedure, this right ventricular lead was partially capped and abandoned due to insulation and lead damage. When the physician was extracting this lead, this lead was fractured completely in half. A new right ventricular lead was then successfully implanted. The physician suggests that if the patient develops an infection or requires magnetic resonance imaging, the lead may be removed. No additional adverse patient effects were reported.

Manufacturer narrative:
This implantable lead has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation has determined that this lead's separation during removal results from a mixture of lead handling, patient anatomy, and lead design.